Event description:
The lh500 instrument flagged the differential patient results with suspect that prompt the customer to further review the sample. The beckman coulter customer reported that the lh500 instrument generated erroneously low cbc and erroneous differential results in manual mode after switching from automatic mode. The instrument generated flags on the differential results only. The customer ran a prime blood sequence and then the results were corrected and reproducible. No erroneous results were reported outside the laboratory. The operator reran the same specimen because of flags and reported the rerun results. There was no effect to patient treatment. There was no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).